Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon further information, this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up out of range pacing impedances measurements were detected. A fractured competitor right ventricular (rv) lead was alleged. A revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that a revision took place. The competitor rv lead was explanted. This device was reconnected to a new lead and no other complicated were noted. No additional adverse patient effects were reported.